Manufacturer narrative:
There are no reported injuries associated with this event. The reported symptom for the returned ultrasonic generator (500 w) board was attributed to a faulty diode, on the ac intput signal, within the bridge rectifier, brg1, on the ultrasonic generator (500 w) board, p/n 12008, causing the fuse to open, rendering the board inoperable. The rectifier failure is likely attributed to an over voltage or over current condition.

Event description:
While onsite for a ufas installation, the service technician noticed that the ultrasonics function was not working.